Manufacturer narrative:
Additional suspect medical device components involved in the event. Brand name: clik x, upn: m365sc43180, model: sc-4318, serial: null, batch: 27243847.

Event description:
It was reported that the patient experienced inadequate pain relief from the spinal cord stimulation lead. It was noted that the lead exhibited high impedances. The patient underwent a revision procedure in which the lead and clik anchor were explanted, and a new lead was implanted. The patient was doing fine post-operatively.

Event description:
It was reported that the patient experienced inadequate pain relief from the spinal cord stimulation lead. It was noted that the lead exhibited high impedances. The patient underwent a revision procedure in which the lead and clik anchor were explanted, and a new lead was implanted. The patient was doing fine post-operatively.

Manufacturer narrative:
Sc-2352-70, serial (B)(6) : visual and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent-kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. Laboratory analysis determined that the lead became bent-kinked after exiting the clik anchor. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. Sc-4318, lot 27243847: external visual inspection revealed no anomalies. The clik anchor exhibits normal device characteristics.